Event description:
It was reported that 'revised again (B)(6) 2008 due to failed right total hip arthroplasty. Replaced with biolox delta ceramic v40 head 36mm, restoration modular hip cone body, and restoration conical distal stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.